Event description:
Programmed alaris pump channel for IV fluid infusion of normal saline at 75 ml/hr at around midnight. At around 3:30 am, IV pump alarming for air-in-line. Nurse noted entire 1 l bag empty, despite infusing for only 3.5 hrs. Nurse verified IV channel programmed correctly. Noted scant amount of leakage behind door of channel, but no obvious cracks or defect in mechanisms. FDA safety report ID # (B)(4).